Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. At an unspecified time. Channels 1 and 3 of the device was programmed to deliver unspecified time, channels 1 and 3 of the device was programmed to deliver unspecified medications. No specific contact reported after an unspecified length of time, the device reportedly shut down and stopped delivering. The device was removed from clinical service. Therapy was resumed using replacement devices. There were not reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.